Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm and a motor position encoder error alarm. The customer also reported that they received motion sensor test failure alarm. The customer's blood glucose was 295 mg/dl at the time of call. The customer stated that there was crack on the battery compartment. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and motor position encoder error alarm in history file. Unable to perform occlusion test, unexpected restart test and excessive no delivery test due to motor error alarm during the bolus delivery. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. No motion sensor test failure alarm noted during testing. The insulin pump passed self-test, unexpected restart test and all operating currents measurement was normal. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.